Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th september 2025, it was reported by an arthrex employee via email that for an ar-3355-4050, 4k c-mount pano¿ scope arthroscope, 45°, 4.2 mm x 161 mm, the scope was damaged by the burr during an elbow arthroscopy on (B)(6) 2025. The procedure was completed successfully with a new scope. Scope was processed and resterilized again for another case however the optical alignment was compromised and there were floating black items observed between internal lens assembly when connected to camera with another surgeon. The troubleshooting performed was that they tested scope optics, misalignment and black 'floating' items on internal optics were observed. The shaft tip had burr marks.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of a damaged tip of an ar-3355-4050 pano arthroscope, batch 15395798. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to the misuse/mishandling of the device from intraoperative contact with a powered burr, resulting in distal tip/shaft abrasion and subsequent internal optical assembly disturbance (misalignment) with internal particulate/debris visible as floating black artifacts.